Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was over delivering insulin. Blood glucose level at the time of incident was 46 mg/dl. No treatment was reported. Troubleshooting occurred but did not resolve issue. Will make follow up about auto mode feature. Product will not be returned for analysis.